Manufacturer narrative:
A1, a3a: updated. D3, d4, d8: updated. E4: updated. H1, h3, h4, h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log indicated a high alarm was displayed: cassette detached. No service history was recorded within the past 24 months. Visual inspection revealed no anomalies. Functional testing was performed, and no issues related to the cartridge becoming loose were identified. The reported complaint could not be confirmed or replicated, and the probable cause remains unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood was observed in the patient¿s central line, and the cartridge had come loose. Lightheadedness occurred, prompting an emergency-room visit. The issue occurred during patient use and contributed to a clinical injury, requiring ER evaluation.